Event description:
Information was received from consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal unknown drug via an implantable pump for non-malignant pain. It was reported that the patient stated they felt the pump was trying to leave their body and that they were asking to have the pump and catheter removed. The surgery was scheduled for (B)(6) 2024. The rep stated she had minimal details. The rep also provided the name of the hcp that was going to remove the system. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient's weight was unknown. The patient did not experience any symptoms. When asked to clarify the patient's report of the pump leaving their body, the rep stated that she simply said she didn't want to have a foreign object in her body. The rep indicated that they were not aware of any diagnostics/troubleshooting performed. Actions/interventions taken included that the patient had it explanted on (B)(6) 2024. When asked if there was an issue with the catheter, the rep indicated that it was all removed. The rep also indicated that the device had been returned. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that they were not aware of any device issue or infusion/therapy system related issues. The patient stated that she thought her body was rejecting it. That was all that was given to the rep as far as an explanation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.